Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147836 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147836 and device part number 195-430h / lot 141882a. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147836 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2021 on a direct tested kitted nasal swab. The user experienced symptoms such as a sore throat and the first test received a negative result. The 2nd binaxnow covid-19 antigen self-test performed immediately after the first test generated positive results. No additional patient information, including treatment and outcome, was provided.